Event description:
As reported, during a transurethral lithotripsy a ncircle tipless stone extractor was found to not open as intended. The user had finished the lithotripsy and was testing the extractor when it was noted that the basket did not "come out from the device tip, but from the other side". Another same type device was used to complete the procedure. Returned images show the support sheath was separated near male luer lock adapter and the cannulated handle sticking out of proximal end of handle. No adverse events to the patient were reported.

Manufacturer narrative:
PMA/510k # exempt. Device evaluated by mfg: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information and clarification was received on 22feb2022. When testing the device after the procedure, the wire hit the physician's hand (there was no cut/injury to hand), and they noted the basket did not come out of the sheath tip. Rather, the wire was protruding from the side with the black knob. There was no protrusion of the wire upon removing the device from the packaging.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a transurethral lithotripsy an ncircle tipless stone extractor was found to not open as intended. The user had finished the lithotripsy and was testing the extractor when it was noted that the basket did not come out of the sheath tip. A wire was protruding from the side with the black knob. The wire hit the physician's hand (there was no cut/injury to hand). Another same type device was used to complete the procedure. No adverse events to the patient were reported. Nvestigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned in its shipping tray inside an opened outer package. The device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was loose. The collet knob was tight. The polyethylene terephthalate tubing [pett] measured 2.7 cm. 1.3cm of the cannulated handle protrudes from the collet knob on the proximal end of the handle. The protruded cannulated handle was kinked in two locations. The support sheath and basket sheath were severed at the nose of the mlla. 1mm of the coil was exposed. There were multiple kinks in the basket sheath. A functional test determined the handle did not actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned complaint device was found to have two issues: the purple support sheath was separated near the handle and the cannulated handle was protruding from the proximal end of the handle. The most likely sequence of events is that the support sheath was damaged first, preventing the basket assembly from moving freely within the sheath. Then when the handle was functioned, the force applied with a basket assembly stuck in the basket sheath caused the cannulated handle to push out from the proximal end of the handle. The cause for the initial issue of the separated support sheath could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.